Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital with suspected thrombus. The patient was given fluids and a heparin drip was initiated. The patient will be observed.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.